Event description:
The patient reports undergoing cataract surgery with implantation of the crystalens in both eyes. Postoperatively, the patient reports experiencing eye pain, improved uncorrected distance vision and decreased uncorrected near vision, for which the patient has been prescribed reading glasses. Additional information was obtained from the implanting physician, who reports that the capsule fibrosed and is restricting movement of the iol. Yag capsulotomies were performed in both eyes in order to address capsular fibrosis. Reference MDR #2031924-2009-00260.

Manufacturer narrative:
The device history records were reviewed, and there were no discrepancies or unusual findings that relate to the reported issue. Conclusions - root cause: the physician reports that the iol movement is restricted due to capsular fibrosis, which is an inherent risk of cataract surgery.